Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that the pump shut off unexpectedly. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. Customer's blood glucose level was 140 mg/dl.